Manufacturer narrative:
The device will be returned for eval. When the investigation report is rec'd, I will file a supplemental. These were rec'd from the risk mgr at the facility under #1402310000-2008-8013.